Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2017-03627. Based on additional information received, the correct manufacturing site was (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient's infection had resolved. There were no further complications reported or anticipated.

Event description:
A manufacturer representative (rep) reported that the patient had an infection at the lead. The patient only had leads implanted. A physician did a culture on (B)(6) and confirmed the infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient name was updated. They were unsure which side was infected but the infected lead was removed last friday. No further information was reported.